Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitants: 320-06-42 - glenosphere 42mm a483621. 320-10-00 - equinoxe reverse tray adapter plate tray +0 a493991. 320-15-02 - rs glenoid plate sup aug, 10 deg a482940. 320-42-00 - 145-deg pe 42mm hum liner +0 s425843. 315-35-00 - glnd kwire a394634. 320-15-05 - eq rev locking screw a417763. 320-20-00 - eq reverse torque defining screw kit a522519. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm a418467. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s410367. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm s401724. 321-52-07 - 3.2mm drill bit sterile a513401. 531-55-88 - ergo gps 3.2mm drill kit sterile a482217. 531-78-20 - shouldr gps hex pins kit a442627. A10012 - gps implant kit v2 01032323086.

Event description:
It was reported approximately 0 year(s) and 2 month(s) post-operative of a left implanted tsa, the patient dislocated the shoulder. Patient states dislocation of the left shoulder while sleeping. The outcome of this event is considered resolved by standard reverse revision early 2024 and the clinical report indicates that it is definitely not related to the device(s) and definitely related to the procedure.